Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. No serial number has been made available; therefore, the device history record (DHR) review cannot be done. Despite attempts to get additional information by phone and fax, no additional information has been provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the explant procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for the reported severe aortic stenosis of this device remains indeterminable. It is not known if there are any patient contributing factors towards the stenosis of this valve.

Event description:
Edwards has learned of a failing aortic valve replaced in a valve-in-valve procedure. The report indicates aortic stenosis. No other information is known at this time.